Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open, bleeding, and oozing wounds that are red and itchy with some digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.